Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported no power with the handpiece. The timing of event is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample did not show any visual non-conformity. The handpiece (hp) was connected to a calibrated console but failed to be recognized. It was plugged into a second connection port with the same result. The hp was then connected to the dynamic handpiece test fixture but once again failed to be recognized. The hp was tuned 443 times without failures. Based on the information obtained, the root cause of the reported event can be attributed to a non-conforming hp connector. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on october 29, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The root cause cannot be determined conclusively. (B)(4).